Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure used: arthrodesis lumbar levels: l4-l5 it was reported that on an unknown date, post-op, the screws broke. Patient reported back pain due to the event. The screws were explanted in the revision surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The broken implants were extracted and new ones were placed in the revision surgery.